Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively recurrent umbilical hernia repair, there was a mesh failure. Rives-stoppa (retrorectus) hernia repair technique was performed . (Open procedure.) Reoperation was done due to hernia recurrence. Patient status is unknown. The mesh failed 6 months post hernia repair. Mesh was partially explanted.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively recurrent umbilical hernia repair, there was a mesh failure. Rives-stoppa (retrorectus) hernia repair technique was performed . (Open procedure.) Reoperation was done due to hernia recurrence. The mesh failed 6 months post hernia repair. Mesh was partially explanted. Incisional hernia repair after a midline laparotomy. Repaired with rives-stoppa retrorectus progripmesh 30 x 15 cm. Good recovey. 6 months later patient presented with a recurrent incisional hernia almost the same as the first. At re-laparotomy, the progrip was well incorporated into both posterior rectus sheaths but the mesh was fractured completely in the midline resulting in the hernia